Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 253 mg/dl after a recent meal while using the ilet with a g7 sensor, noted an insulin low alert with approximately 3 units remaining, and observed a downward bg trend to 234 mg/dl by the end of the call after a meal announcement; the user planned a full supply change including replacement of the g7 and did not request assistance. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond routine use, and no hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction reported and no confirmed device component failure; the event followed a meal and coincided with low remaining insulin and a planned supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.